Event description:
The novasure impedance controlled endrometrial ablation disposable device would not seal and could not be used. Then a second device was pulled and that device would not work. Finally a third device was pulled and it worked. The lot number was the same for the first and second devices and it was different for the third device. ====================== health professional's impression======================the device would not create a seal.